Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
It was reported that the patient presented with an abdominal aortic and a common iliac artery aneurysm that were treated with the implantation of gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses on the patients left. It was stated that during the advancement of the ibe internal iliac component (hgb), the throughwire wrapped around the iliac branch component guidewire (wire wrap). Therefore the physician felt a lot of resistance advancing the device and it appeared that the device started to expand. Afterwards the physician unsuccessfully tried to remove the device together with the sheath. The device was fully opened in the aorta and remained in the area of the aortic bifurcation. The proximal part of the catheter separated and remained in the left internal iliac artery (iia). It was decided to continue the procedure with the implantation of the gore® excluder® aaa endoprostheses. During the deployment of the trunk device, the hgb was pressed against the aortic wall and secured in this position. Also it was decided to cover the iia with the aaa endoprostheses. The procedure was successfully completed with no endoleaks visible. The patient tolerated the procedure and showed no symptoms related to the iia coverage.